Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump displayed white screen" is confirmed. The u1 component was found damaged, and as a result of this damage, the screen displayed white. The root cause of the component u1 damage is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #1219856-2017-00283 and (B)(4).

Event description:
It was reported that the event occurred in the cath lab. After the power supply was replaced with a new one, the display screen turned completely white. As a result, the display was replaced with a new one. Additional information received from the sales rep that the intra-aortic balloon pump (iabp) received preventive maintenance. The machine was not on use on patient at that time and it was a preventive maintenance/breakdown call. No patient complications were reported.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00283 and (B)(4).

Event description:
It was reported that the event occurred in the cath lab. After the power supply was replaced with a new one, the display screen turned completely white. As a result, the display was replaced with a new one. Additional information received from the sales rep that the intra-aortic balloon pump (iabp) received preventive maintenance. The machine was not on use on patient at that time and it was a preventive maintenance/ breakdown call. No patient complications were reported.